Event description:
Customer reported unexpected negative reactions with crrs(3), lot #r022 when testing a patient sample containing previously identified anti-k on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs, lot r022. The customer's returned samples were tested with retention crrs, lot r022, on an in-house echo. One of two samples exhibited ? Reactivity with k+k+ cells. The other sample was nonreactive. The samples were tested in ha using immuadd as the potentiator. Weak reactivity was observed at 15' rt and iat. The reactivity at rt suggests the presence of an igm component. The package insert for crrs states that specificities of presumed significance, that are wholly igm in nature (ie, igm anti-k or igm anti-e) may fail to react in this assay. A service call was made. The system was tested and operated within specifications; no problems were observed